Manufacturer narrative:
H9: concomitant product: 74120154 acetlr cup hap 54mm w/ imptr lot#74251 was also subject to an action reported to FDA. Please refer to z-2746-2015. H3, h6: as of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified the head and cup. This failure will continue to be monitored via routine trending. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. A clinical root cause could not be determined. However, it cannot be determined to what extent the reported oversized acetabular component, with slightly decreased anteversion, affected the patient¿s clinical status. The patient impact is determined to be the revision. Based on the information provided, further investigation of the reported complaint cannot be carried out. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after undergoing a bhr on (B)(6) 2007, due to degenerative joint disease on right hip. In addition, patient had severe degenerative joint disease anterosuperior femoral head and corresponding area on the acetabulum. She had a labral tear that not inverted. After this, patient suffered from adverse local tissue response with complete destruction of the posterior external rotators and capsule consistent with large metal-on-metal hip resurfacing. This adverse event was addressed by conducting a revision surgery on (B)(6) 2024, during which the resurfacing femoral head 46mm was explanted. During procedure, upon incising the fascia it was clear that the patient had adverse local tissue response involving the entire short external rotators and capsule. Surgeon evaluated the acetabular component. It was well-fixed, medial, oversized, good inclination, and slightly decreased anteversion. However, given the pros previously listed, opted to maintain it. He did not think it was possible to close the short external rotators as the sciatic nerve was very close to the previously tagged suture. The patient tolerated the procedure well. There were no complications.